Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The non-abbott hemostatic valve used in the procedure was not returned. The reported shaft separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. The reported difficult to insert the device through a rotating hemostatic valve (rhv) was unable to be confirmed as the device advanced through a proxy rhv without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement of the balloon catheter through the rhv, the rhv was not fully opened causing interaction between the device and rhv. Additional manipulation and/or inadvertent mishandling of the device during advancement resulted likely kinked the shaft ultimately resulting in the separating into two pieces. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. Resistance was met when inserting a 3.00 x 20 mm nc trek rx balloon dilatation catheter (bdc) into a non-abbott hemostatic valve and the shaft of the bdc separated. The site of the shaft separation occurred at a point outside of the anatomy and the distal part of the bdc was simply manually removed. An unspecified bdc was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.